Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery longevity estimate decreased 2 years over 1 year. In (B)(6) 2017 the device estimated 8.4 years longevity, in (B)(6) 2018 the device estimated 6.1-6.7 years. Longevity calculation was performed and estimate of 6.1-6.7 years is accurate. The patient was asymptomatic and will continue with regular follow up.